Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2011 with the following findings: during evaluation the force sensor was found to be out of calibration. The pump was rewound and during the load cartridge step the pump did not detect the cartridge. Contamination was observed on the force sensor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall - 2531779-03/24/2010-003-r.

Event description:
The patient indicated that the pump load step was stopping short and causing large prime volumes. The pump has been returned and evaluated by product analysis on (B)(6) 2011. Evaluation revealed that the force sensor was found to be out of calibration. During evaluation the pump could not detect the cartridge during the load cartridge step. This report is being made based on the results of investigation.